Event description:
A 1104b icp intracranial pressure monitoring kit; unit did not zero and the surgeon failed to use the appropriate technique when inserting the catheter. The surgeon reported that the unit would not zero however it was the theatre staff who reported that the procedure used to insert the catheter was not correct. The surgeon performed tunnelling to insert the catheter. Also reported was that all of the correct equipment for the procedure was not used during this procedure.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.